Manufacturer narrative:
(B)(4). Returned product consisted of a quantum maverick balloon catheter with no original packaging or other devices. The proximal end of the catheter, including the manifold was not received for analysis. The returned portion of the catheter measured approximately 123 centimeters from the hypotube fracture site to the distal end of the tip, which indicates that the portion not returned is approximately 12-22 centimeters in length from the distal edge of the strain relief to the hypotube fracture site. The appearance of the fracture site is consistent with the catheter being kinked prior to the break. A thorough inspection of the remainder of the device revealed no other damage or irregularities. The device presented no evidence of any material or manufacturing deficiencies that could have contributed to the reported event or the confirmed damage to the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
Reportable based on the product analysis completed on (B)(6) 2010. It was reported that during a percutaneous coronary intervention (pci) procedure, a shaft fracture occurred near the hub. The lesion was located in the calcified distal right coronary artery. The physician advanced the 3.0x15mm quantum maverick balloon to the lesion and encountered difficulty crossing. While attempting to cross the lesion the hypotube fractured at the proximal end near the hub, outside the body. The balloon was not inflated. The device was removed and the procedure was completed with a different device. No complications were reported and the patient's status is fine. However, the returned product analysis revealed that the hypotube fracture occurred on a portion of the device that enters the body.